Event description:
A customer was contacted by beckman coulter, inc. (Bec) regarding accutni assay performance and indicated an occurrence of non-reproducible false positive troponin (acctni) result generated by access 2 immunoassay system for one (1) patient in the previous weekend. Repeat testing produced results within the normal reference range. The customer was not able to confirm if initial or the repeated result was reported outside the laboratory. The pertinent patient results and demographics were not supplied by the customer. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes. Centrifugation data was not supplied. No specific event qc data was supplied. The instrument was currently performing within qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-analyzing all initial accutni samples outside laboratory's normal reference range prior to reporting results. Repeat results that are within 10% of initial accutni recovery are reported out. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event has not been determined.